Event description:
It was reported that the stent (subject device) was used for surgical procedure for a wide-necked. The diameter of the distal parent artery was 3.5 mm, and the proximal diameter was 5.2 mm, with a narrowing near the aneurysm. The physician positioned the microcatheter in the middle cerebral artery, checked that the subject device was intact, and after thorough rinsing, proceeded with delivery. The plan was to deploy the subject device in situ after passing it 8 mm beyond the distal end of the aneurysm, but the distal end of the subject device failed to open. The physician attempted to recapture and redeploy the subject device twice but still could not get it to open successfully. Upon recapturing the subject device again and deploying it in situ towards the proximal segment of the parent artery, the physician tried to create a "bulge" to push and expand the subject device. Despite multiple attempts, the subject device remained unopened and flattened, the physician recaptured the subject device once more, advanced it beyond the posterior communicating artery, and attempted distal deployment in a straight segment, but it still failed to open. Therefore, the subject device and microcatheter system were withdrawn together. The subject device was replaced with a new stent, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After the surgery, the subject device was inspected and found that a thrombus had formed inside the distal end of the subject device, preventing it from opening. The subject device was flushed, and it was opened successfully.

Event description:
It was reported that the stent (subject device) was used for surgical procedure for a wide-necked. The diameter of the distal parent artery was 3.5 mm, and the proximal diameter was 5.2 mm, with a narrowing near the aneurysm. The physician positioned the microcatheter in the middle cerebral artery, checked that the subject device was intact, and after thorough rinsing, proceeded with delivery. The plan was to deploy the subject device in situ after passing it 8 mm beyond the distal end of the aneurysm, but the distal end of the subject device failed to open. The physician attempted to recapture and redeploy the subject device twice but still could not get it to open successfully. Upon recapturing the subject device again and deploying it in situ towards the proximal segment of the parent artery, the physician tried to create a "bulge" to push and expand the subject device. Despite multiple attempts, the subject device remained unopened and flattened, the physician recaptured the subject device once more, advanced it beyond the posterior communicating artery, and attempted distal deployment in a straight segment, but it still failed to open. Therefore, the subject device and microcatheter system were withdrawn together. The subject device was replaced with a new stent, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After the surgery, the subject device was inspected and found that a thrombus had formed inside the distal end of the subject device, preventing it from opening. The subject device was flushed, and it was opened successfully.

Manufacturer narrative:
A6 race: added 'asian' d4 expiration date ¿ added d4 gtin- added h4 manufacturing date ¿ added d10 product available to stryker / returned to manufacturer on ¿ updated h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent device was returned deployed. (The physician had ejected the subject device outside the body for inspection). The subject device was fully opened but deformed/bulging with the braid compressed along its length, the braid was also crimped in at one end and the braid edges were frayed. Traces of dried blood were present on the subject device. The sdw (stent delivery wire) was kinked/bent approximately 5cm from the distal end. Dried blood was noted at intervals along the sdw distal end, resheath pad and petal/dpa (distal protection assembly). The introducer sheath was not returned. The functional test was unable to perform due to the condition of the returned device. The reported complaint was confirmed based on analysis. The subject device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. In physician¿s opinion, the cause of the thrombus formation inside the distal end of the subject device was due to too much operations to the subject device. The patient did not experience any symptoms due to the subject device thrombus formation and there were no adverse consequences to the patient due to the event. Product analysis found the subject device had been deployed. As per the event description, the physician had ejected the subject device outside the body for inspection. The subject device was fully opened but deformed/bulging with the braid compressed along its length, as per the event description, the ¿physician tried to create a "bulge" to push and expand the stent¿. The subject device braid was also crimped in at one end and the braid edges were frayed. The sdw was kinked/bent approximately 5cm from the distal end which indicates the sdw experienced a force during use. Dried blood was noted at intervals along the sdw distal end, resheath pad and petal/dpa (distal protection assembly) and on the subject device. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and as analyzed 'stent deformed' and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.